Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a fall over a month prior, developed a hematoma and presented in the hospital for a hematoma evacuation on (B)(6) 2020. Upon the evacuation, it was found that the device pocket was found to be completely infected with puss. There was no allegation that the infection was related to the system. The system was removed, and a temporary pacemaker was placed. The patient was in stable condition.